Event description:
It was reported that the surgeon attempted to insert a cc4204bf collamer plate lens and the foam tip plunger overrode and tore off a haptic upon insertion. The lens was removed and the back up lens was implanted without any pt injury.

Manufacturer narrative:
(B) (4) - the product pertaining to this complaint was to returned, however, the lens was received and evaluated. A haptic plate was torn off and missing and there was a clear surgical residue on the lens. Conclusion: an investigation was opened to evaluate a complaint trend associated with lens tears. Possible root causes for lens tears include both delivery system issues and possible handling errors by the customer. To address delivery system issues, all stages in the manufacturing of the injectors and cartridges were reviewed and revised as opportunities for improvement were revealed. To address handling errors, all injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. (B) (4).